Event description:
It was reported, the patient felt they were misinformed and ¿the doctor is lying.¿ it was stated, the patient ¿wants the device out of her¿ and stated their therapy did not work and ¿she does not want to live like this anymore.¿ it was noted, the patient lacked basic understanding of the therapy and the patient stated they were not told of restriction prior to being implanted. Reportedly, the patient¿s therapy worked for the first three days and then they bent over and had been feeling pain since then. The patient stated, it hurts all the time and the patient stated they were not told that they could not bend over or do any work around the house. It was noted, the patient had five surgeries since (B)(6) 2012. It was stated, the patient wanted their implant out. It was later reported, the patient was having pain at the neurostimulator site and that was all. It was noted, the patient didn¿t want the doctor to do anything but remove the device and there were no other options.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 093-33, lot# va046lc, implanted: 2013 (B)(6); product type lead. (B)(4).